Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 28 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon. Number 29 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00133 and 04118).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2009. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information was received from patient's legal counsel, which reported a revision procedure was performed on (B)(6) 2013. Legal counsel alleges the revision was due to elevated metal ion levels and fluid within the joint.